Manufacturer narrative:
Additional information to h3: the device is at the our sterilization supplier now; we will start the evaluation after the sterilization. Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer) exemption # e2014011

Event description:
Screw breakage.